Event description:
On three occasions when dr. (B)(6) was suturing with 0 vicryl CT-1 the needle snapped free from the suture while she was pulling the suture tight. We discontinued use of that lot of 0 vicryl and retrieved new suture from the other operating room. No harm, entire box removed.